Manufacturer narrative:
Integra has completed their internal investigation on august 11, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; a failure analysis is not possible because the product was not returned. DHR review; the DHR for w1602074 was reviewed and no ncmr or other issue was found related to this complaint failure mode. The kit lot was assembled in march 2016. Complaints history; a complaint historical review for hair in a tray was conducted. (B)(4). Conclusion: the likely cause for this complaint is due to improper gowning. However, the complaint product was not returned and could not be confirmed.

Event description:
One tray found with dark long hair. No further information available.